Manufacturer narrative:
H6: investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no material number, sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that unspecified bd¿ introsyte introducer needle broke and the sheath did no split as intended. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced the needle broke, and splittable sheath did not completely separate / introducer did not peel apart correctly. Just as I took out the device to calibrate, the needle broke, it his impacted slightly on time but there was no further challenges. The procedure took a bit longer than normal but I ensured to explain to the patient initially of such occurrence in some cases which led to no further issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(4) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ introsyte introducer needle broke and the sheath did no split as intended. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced the needle broke, and splittable sheath did not completely separate / introducer did not peel apart correctly. Just as I took out the device to calibrate, the needle broke, it his impacted slightly on time but there was no further challenges. The procedure took a bit longer than normal but I ensured to explain to the patient initially of such occurrence in some cases which led to no further issues.